Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in early 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure. According to the complainant, 3 weeks after the replacement procedure, the device balloon ruptured. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the event was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.